Event description:
It was reported that a 51-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses that both ruptured post implantation. The patient was involved in a car accident and reported that she is suffering from bilateral breast prosthesis rupture and bilateral breast pain as a result. Bilateral rupture was confirmed by MRI. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, breast pain. Explantation month, day, and year: 22-sep-2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-oct-2022, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant after a car accident. Additionally, the patient developed capsular contracture. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this (B)(4).

Manufacturer narrative:
On 19-sep-2022, mentor received additional information about the event. Following the scheduled explantation date on (B)(6) 2022, the explanted breast prostheses will be replaced with mentor memorygel breast implant 375cc gel breast prostheses. On 10-oct-2022, mentor received additional information about the event: the patient developed baker grade IV capsular contracture in both of her breasts post implantation. The suspect medical device was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).